Event description:
It was reported that, following a fall, the patient lost therapy. It was found that the lead had high impedance. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.